Event description:
Legal complaint, patient volunteered for the acdc study conducted by medtronic. The patient suffered second degree burns on their chest from a non-medtronic device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).